Event description:
Patient admitted (B)(6) 2019 after having lvad stop alarms at home when on grounded power cable. Put on non-grounded power cable at hospital without alarms. X-rays and downloaded information sent to engineers at thoratec. Short to shield noted. Patient and wife decided to go home on non-grounded cable instead of having a repair or exchange.